Event description:
Ous MDR - it was reported that oversensing of the lead was observed per home monitoring. The malfunction could be reproduced when moving, during the follow-up exam. The lead and the ICD were replaced and returned for analysis. No deterioration of the patient's state of health was reported and the explant date was not provided.

Manufacturer narrative:
The analysis of the lead showed multiple signs of abrasion along the lead body. In particular 16 cm distal of the is-1 connector pin, the insulation was damaged due to fraying. This damage manifestation can with high probability be regarded as the cause for the complaint. The position and kind of the fraying are characteristic for massive mechanical stress on the lead due to strong pressure onto the ICD housing with simultaneous friction at it. This result is consistent with the abrasion traces on the ICD housing. The analysis of the lead did not show indications of material defects or manufacturing errors.